Manufacturer narrative:
Manufacturing process improvements implemented (B)(6) 2015. Parameters used for the assembly of the product have been evaluated and additional validations have been conducted. No reported incidents of this nature have been received for product manufactured after process improvements were implemented.

Event description:
On (B)(6) 2016 the distributor reported to rymed that they had received notification that their customer had experienced an issue with the product. The report states that while infusing propofol through the line in an ICU patient, cap fell apart. Sample received 06/15/2016. No patient injury or harm.